Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on vad support. A direct correlation between the device and the reported driveline infection could not be conclusively determined. The vad coordinator reported that the patient exhibits poor compliance and does not wear a driveline anchor. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a clinic visit on (B)(6) 2016, redness, induration, and frank, green purulent drainage was observed at the driveline exit site. The patient has been afebrile and their white blood cell count was 9.6 x 10^9 cells/l. The patient is reportedly poor regarding compliance and does not wear a driveline anchor to keep the driveline stabilized. A CT scan was negative for abscess. A swab culture from the wound at the driveline exit site was positive for rare gram positive cocci. The patient was admitted and started on cefepime. On (B)(6) 2016, the patient was discharged home on daily IV ceftriaxone for at least 4 weeks. No additional information was provided.